Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Electrical testing found the battery was too low to support telemetry and pacing functions. Battery analysis was conducted, which isolated the cause of the no output and no telemetry to an internal short in the battery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that interrogation of this device could not be performed and there was no response to a magnet. The patient had an intrinsic rhythm. The device was explanted and replaced. No additional adverse patient effects were reported.